Manufacturer narrative:
Manufacturers ref# (B)(4). Reporter occupation: non-healthcare professional. 510k: k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the doctor perforated the wall of the ivc while placing a filter. The filter was deployed completely outside of the vessel. This was user error because he advanced the sheath without the introducer. The patient is stable. A CT scan was performed after the surgery. The CT impression reports no hematoma or other complicating features. The ivc filter is positioned post terroir to the ivc, perforation through the vena cava. It was elected to leave the filter. They did not consult with any other specialties. The doctor placed a second filter the following day. Patient outcome: unknown.

Event description:
Additional information received 14oct2020 from medwatch 5097159: due to the patients condition he is not a surgical candidate to remove this filter, so the filter was not removed.

Manufacturer narrative:
Manufacturers ref# (B)(4). H11: corrected data compared with mv5097159: b1: product problem. D1: cook tulip ivc filter, ref# igtcfs-65-1-fem-tulip. D2: tulip ivc filter. D3: cook medical (B)(6). E1: (B)(6). E3: risk manager. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the physician perforated the wall of the ivc while placing the filter and it deployed completely outside the vessel. Due to the conditions the patient is not a surgical candidate to remove this filter, so it was elected to leave the filter. Venogram and fluoroscopic image from time of ivc filter placement demonstrates a tulip filter positioned via a right femoral approach still attached to the deployment mechanism. The filter hook is at the level of the renal vein ostia. The filter has zero degrees of tilt relative to the center line of the ivc, however, the filter is positioned towards the left aspect of the ivc. The following fluoroscopic image demonstrates the tulip filter completely detached from the deployment system. There is no significant change in filter tilt. Furthermore, the ivc filter is not expanded and the maximal distance between the primary filter feet measures 4.5 mm. The sagittal reformatted image from a CT scan of the abdomen and pelvis with IV contrast demonstrates the completely collapsed/under expanded ivc filter, just posterior to the ivc in the retroperitoneal fat. Given the resolution of the image, no other pertinent information can be ascertained. The indication for ivc filter placement was not discussed in the complaint report. As confirmed on the images submitted for review, and stated in the complaint report the "physician perforated the wall of the ivc while placing filter". The explanation included in the complaint report was that the physician "advanced the sheath without the introducer" resulting in this configuration. This is a possibility, but typically the sheath without an introducer will not penetrate the wall of the ivc, but rather slide along the wall of the ivc. Furthermore, if the sheath abuts the wall of the ivc in such a configuration that it could be pushed through the wall, the operator would typically experience enough resistance to stop trying to advance the sheath. Another potential scenario that result in the ivc filter ending up in this extravascular location would be, if the ivc filter is advanced through the deployment sheath while the tip of the sheath is abutting the wall of the ivc, instead of retracting the sheath to expose the filter. Given the small surface area of the ivc filter hook, this is more easily advanced through the wall of the ivc rather than the blunt opening of a sheath without an introducer. This mal-deployment is not related to the device, but rather due to the deploying physician and not following the IFU and/or standard endovascular techniques. The complaint report states the filter was left in its current configuration, as there is no way to remove the filter except for a large involved surgery. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.